Manufacturer narrative:
Product analysis: device remains implanted in patient. No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years 2 months post implant of a 27mm bioprosthetic mitral valve implanted in the pulmonary position, a valve- in- valve replacement was done using a transcatheter pulmonary valve. The reason for replacement was reported as severe pulmonary stenosis. No additional adverse patient effects were reported.